Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an alert for out of range right atrial (ra) impedance measurements. The exact measurement was unknown at that time, but there was an earlier measurement of less than 200 ohms. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that when the device was checked, ra impedance and other lead measurements were normal. There were no further actions taken. No adverse patient effects were reported. The device remains in service.